Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure within the bile ducts performed on (B)(6) 2009. According to the complainant, during the procedure, the revowave guidewire advanced through the olympus cannula. The cannula was removed and the flexima biliary stent was advanced through the lesion. When the guiding catheter was retracted for the stent release, resistance was felt. The guiding catheter broke at 20cm from the proximal end. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. There were no patient problems at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).